Event description:
Customer alleged that he has replaced the pumps on the lift multiple times due to leaking, lowering on their own, and not lifting. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) is approximately 3 years 8 months old. The owner's manual part number (B)(4) rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the rhl450-1 lift was leaking and lowering on its own. A replacement lift was issued. No injury alleged.